Event description:
It was reported to boston scientific corporation that an otryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, has sustained permanent injury, and has undergone medical treatment, corrective surgery and hospitalization (specifics of injuries or medical interventions unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.